Event description:
The leg support device in question in report number mw1011366, was not mfg by this firm. Co does not know who the MFR of the leg support in question is, as a part of investigation co has contacted the user facility to try to assist them in determining who the MFR of the support is, without success. It should be pointed out that while surgical table was in use at the time of the surgical procedure, to the best of co's knowledge, no part of the amsco brand 2080 surgical table mfg by steris malfunctioned at anytime during the event. The table merely served as a stable platform for the procedure, and did not cause or contribute to the event or any adverse outcome associated with the event.